Manufacturer narrative:
A video of a surgery was sent into service, and it was confirmed that the pump is beginning to fail. The investigation is ongoing.

Event description:
A user facility reported to the distributer that the button to select the suction mode (s) did not start after pressing it. It only started after about 15 minutes and was making an unusual noise. The suction was disconnected and the moment it was turned back on, time was lost again for it to start. The treatment was able to be completed using another device. This caused a delay of 60 minutes or greater for the length of time the patient was under general anesthesia. In accordance with internal guidelines, the event was assessed as a serious incident and deemed reportable due to the significant prolongation of the procedure (greater than 60 minutes), which may increase risk to the patient under general anesthesia.

Manufacturer narrative:
The occlusion test was performed with the customer and the issue could not duplicated. The vacuum was working as designed. It was suspected the mode selection button could start to fail. It was later determined from a video of the issue, that the pump is beginning to fail and needs to be replaced. However, the customer declined a visit by the field service engineer. As a result, the issue could not be confirmed. Delayed procedure due to inoperable suction or suction button issues are identified in vaserlipo system risk assessment. Based on the available information, no causal factors can be determined and no conclusions can be drawn. No nonconformities or anomalies were found related to this complaint when reviewing the device history record. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. At this time, no CAPA is necessary.